Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient recovered from the peritonitis after an extended period of unspecified treatment. The patient was discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from the event. No additional information is available.